Event description:
Light intensity was low and image was not clear. The bulb was loose in the box and lamp hour meter was not indicating anything. Surgery was aborted until a competitor's light source arrived as a back up one hour later. Time under anesthesia extended due to the delay.

Manufacturer narrative:
Bulb is loose inside lamp assembly and filament of bulb is damaged causing no ignition. Damage to lamp assembly either occurred during shipping or was mishandled at customer site, however, this cannot be confirmed.